Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems b)(4) that an ar-9597-20 angled reamer sleeve gets caught/stuck with ar-9676 angled reamer. This occurred during a case where an alternate set was used to complete the procedure.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. One unpackaged ar-9597-20 / batch 37622232 was received for investigation. The reamer ar-9676 was received separately. Visual evaluation revealed that angled reamer sleeve, 20° had damage on the edges around the device, abrasion marks on the base of the angled reamer, and scratches on the collar. Functional testing with the mating part reveals that the device did not rotate freely due to the damage around the device. The most likely cause of this condition was excessive force/friction during use or insertion when the matting metal part was activated.